Manufacturer narrative:
Device history record summary: the release step combined with the absence of any deviation shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The extrusion force value shows an expected consistency of the product. The sterilization cycle is registered as conforming.

Event description:
Healthcare professional reported patient was injected to the perioral wrinkles and oral commissures with juvéderm® volbella¿ with lidocaine. Three months later patient developed inflammation with important edema, local heat, and slight erythema in the injected sites. Two days after symptom onset patient was treated with ice and traumeel. Patient was then prescribed dacortin and amoxicilina clavulanico. Two days after starting treatment patient felt better, but on the third day the inflammation appeared once again. Patient was then prescribed dalacin. Symptoms are ongoing; patient is still under treatment and is better, but the symptoms have not been totally resolved. Patient was taking tiroxina, stilnox, and nattokinase at the time of injection.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of inflammation with important edema, local heat, and slight erythema is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported event as follows: precautions for use "patients on anti-coagulation medication or using substances that can prolong bleeding (warfarin, acetylsalicylic acid, nonsteroidal anti-inflammatory drugs, or other substances known to increase coagulation time such as herbal supplements with garlic or ginkgo biloba, etc.) Must be warned of the potential increased risks of bleeding and haematomas during injection." Undesirable effects: "the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching and/or pain on pressure and/or paresthesia, occurring after the injection. These reactions may last for a week. In particular, it has to be noticed that injection in the mucous membrane may cause more oedema and bruising due to the specific physiology of these tissues. Besides, a preventive anti-inflammatory treatment by a medical practitioner can be recommended."

Event description:
Healthcare professional reported patient was injected to the perioral wrinkles and oral commissures with juvéderm volbella with lidocaine. Three months later patient developed inflammation with important edema, local heat, and slight erythema in the injected sites. Two days after symptom onset patient was treated with ice and traumeel. Patient was then prescribed decortin and amoxicillin clavulanico. Two days after starting treatment patient felt better, but on the third day the inflammation appeared once again. Patient was then prescribed dalacin. Symptoms are ongoing; patient is still under treatment and is better, but the symptoms have not been totally resolved. Patient was taking tiroxina, stilnox, and nattokinase at the time of injection.